Event description:
1st incident: cna was moving individual into shower when wheel fell off. Individual was not hurt and was able to walk to another chair. 2cd incident: cna was in the shower room with patient. Cna was holding on to combi chair when the wheel fell off. The cna and was able to steady the chair so that the patient did not fall out of the chair.